Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables, service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable was pulled from the strain relief, damaging connector j702 on the distribution node pca and causing the service code 204. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt cables were damaged and the electrode belt was causing a service code 204.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on, service code 204) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to an shorted u1003 pld on the computer/analog board. The root cause for the shorted u1003 pld could not be positively identified. No adverse event resulted from the defective electrode belt. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables, service code 204) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable was pulled from the strain relief, damaging connector j702 on the distribution node pca and causing the service code 204. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt. Device manufacture date: electrode belt sn (B)(4): 08/07/2015 initial use. Monitor sn (B)(4): 02/14/2012 reuse.

Event description:
A us distributor also returned monitor sn (B)(4) and reported that the monitor was unable to power on and the monitor was causing a service code 204 (belt/monitor unusable). A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt cables were damaged and the electrode belt was causing a service code 204.